Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 2.0; lab: 8. Samples taken within 30 min. Pt hct of 37.9. Tech support suggested testing someone not on coumadin; got a 1.0.

Manufacturer narrative:
Investigation pending.